Event description:
Additional information: lactate dehydrogenase (ldh) peaked at 803.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year 5 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had difficulty speaking and was lethargic. Repeated head CT showed evolving ischemic change in right hemisphere with hemorrhagic transformation. Acetylsalicylic acid (asa) and coumadin held. There was no surgical intervention at that time. Patient stabilized and symptoms improved, passed swallow study, colonoscopy delayed for now. Neurosurgery recommended resuming coumadin and asa in 1 week. Patient was discharged back to skilled nursing facility (snf) on (B)(6) 2016.